Manufacturer narrative:
One device was received for investigation. Functional tests were performed and found that the CPAP measures high and is out of spec. Confirming the reported complaint. Once the CPAP was adjusted the device was able to pass the functional tests. A manufacturing DHR was not completed as the device is over a year old.

Manufacturer narrative:
A device has been received and is pending investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had a system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.